Manufacturer narrative:
(B)(4). Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed displacement test, self test and unexpected restart error test. Unit alarmed motor error during basic occlusion test and compromised force sensor system during prime test due to force sensor resistor damage by moisture. Unable to perform excessive no delivery test, deliver accuracy test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. No battery out limit alarms or blank display anomalies were noted. Unit received with intermittent buttons due to keypad traces with moisture damage. Unit received with cracked case at the display window corners, display window, belt clip slot and battery tube threads. Unit received with minor scratched display window and case.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was 474 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump had a blank display before the act button stopped working. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due to insulin pump restarted after battery has been changed. Customer's parent also reported that the customer was hospitalized on (B)(6) 2017 with a high blood glucose reading of 474 mg/dl. Customer's parent brought the customer to the hospital because the insulin pump would not work. The customer was treated at the hospital and discharged the same day. Customer was wearing the insulin pump at the time of hospitalization. Unable to perform high blood glucose troubleshooting due to keypad anomaly. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The information provided in common device name was incorrect with the initial report. The correct information has been provided with this report.